Event description:
It was reported that patient was transferring from bed to chair, when the lifters castor wheel nut became loose. The lifter tipped to the side causing the patient to fall. Patient had to have a right leg cast replaced because it cracked after incident.